Manufacturer narrative:
The investigation noted a high qc result in the data provided. The investigation found the customer that the customer's sample volume was too low which is consistent with a pre-analytical handling issue. The customer had no further issues after performing corrective actions; it is not clear what specific actions were taken. The investigation determined a combination of maintenance hardware issues, as well as pre-analytical sample handling, were the root cause of the issue.

Manufacturer narrative:
This event occurred in (B)(6). The investigation discovered a high qc result on (B)(6) 2020. The investigation is ongoing.

Event description:
The initial reporter received questionable rf-ii rheumatoid factors ii results for one patient tested on a cobas integra 400 plus. The patient's initial result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample for confirmation. At 12:33, the patient's initial rf-ii result was 25.57 iu/ml. At 13:05, the patient's first repeat rf-ii result was 9.04 iu/ml. At 13:19, the patient's second repeat rf-ii result was 8.80 iu/ml. The rf-ii reagent lot number was 44419001 with an expiration date of 31-oct-2021.